Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73m1800474 was manufactured on 01/03/2019 a total of (B)(4) pieces. Lot was released on 01/09/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it was unable to latch onto the bottom jaw. A build-up of biological material was noticed in the bottom jaw. The build-up was manually removed and another attempt was made to fire the device. The next clip was unable to load properly into the jaws of the applier. It was observed that the bent centering tab pushed the clip off the feeder and out of the correct position. The device was disassembled in order to inspect the internal components. No other defects or anomalies were observed. The device was returned with 3 clips remaining in the channel, indicating that 12 clips were fired by the end user. The damage to the centering tab prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The damage to the centering tab prevented the clips from properly loading. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. A nonconformance has been opened to further investigate this issue. The reported complaint of "unit misfired causing all kind of issues" was confirmed based upon the sample received. The sample was returned with the centering tab bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The device was returned with 3 clips remaining in the channel, indicating that 12 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly as the bent centering tab pushed the clips off the feeder and out of the correct position. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. It is possible that the malformed corners of the centering tab contributed to the bending of the centering tab. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the physician was trying to ligate the cystic duct and the duct was very inflamed. The first clip did not lock. The physician used a stapler to ligate the cystic duct because it was so inflamed. He tried to fire one more clip on the patient side of the cystic artery , but the tissue was to thick and the clip did not lock. He pulled out the unlocked clip and tried to reload another clip. That next clip would not open all the way in the jaws. He was instructed to pull the device out, manually clear the clip and cycle one more clip. He did and then reinserted the device. He tried to reload , and the next clip would not open in the jaws either. He pulled the device out and manually cleared and cycled. He reinserted and tried to load the next clip and it did not open and looked like it came into the jaws closed. That clip fell out and he tried to reload the next clip and it came out closed too.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician was trying to ligate the cystic duct and the duct was very inflamed. The first clip did not lock. The physician used a stapler to ligate the cystic duct because it was so inflamed. He tried to fire one more clip on the patient side of the cystic artery , but the tissue was to thick and the clip did not lock. He pulled out the unlocked clip and tried to reload another clip. That next clip would not open all the way in the jaws. He was instructed to pull the device out, manually clear the clip and cycle one more clip. He did and then reinserted the device. He tried to reload , and the next clip would not open in the jaws either. He pulled the device out and manually cleared and cycled. He reinserted and tried to load the next clip and it did not open and looked like it came into the jaws closed. That clip fell out and he tried to reload the next clip and it came out closed too.